Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on an 80% in stent stenosed, severely calcified, mildly tortuous proximal circumflex (cx) to left main (lm) artery. During introduction, a 15mm x 3.50mm wolverine cutting balloon was inserted through a non boston scientific 7f guiding catheter. It was noted that a bit more force was used during insertion, and it was noted that the shaft was bent or fractured. The device was removed to predilate the lesion again. The device was attempted to be inserted a second time, but while trying to insert the wolverine into the guide, the shaft broke 30cm distal to the hub. The device detached while outside the patient. The device was removed in a kinked way. It was noted that there were no issues with the blades on the device as the device was not inflated. The procedure was completed with another of the same device. It was further reported that the shaft break was likely due to advancing the device. The shaft broke while inserting the device through the guide catheter, during the second attempt. The shaft break was noticed just after inserting into the guide catheter.

Manufacturer narrative:
Device evaluated by MFR: a 15mm x 3.50mm wolverine cb mr balloon delivery system was returned for analysis. A visual examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was received in two sections as a result of a break in the hypotube. The break was located at 2.5cm distal from the strain relief. Distal section of the hypotube was kinked at various locations. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on an 80% in stent stenosed, severely calcified, mildly tortuous proximal circumflex (cx) to left main (lm) artery. During introduction, a 15mm x 3.50mm wolverine cutting balloon was inserted through a non boston scientific 7f guiding catheter. It was noted that a bit more force was used during insertion, and it was noted that the shaft was bent or fractured. The device was removed to predilate the lesion again. The device was attempted to be inserted a second time, but while trying to insert the wolverine into the guide, the shaft broke 30cm distal to the hub. The device detached while outside the patient. The device was removed in a kinked way. It was noted that there were no issues with the blades on the device as the device was not inflated. The procedure was completed with another of the same device. It was further reported that the shaft break was likely due to advancing the device. The shaft broke while inserting the device through the guide catheter, during the second attempt. The shaft break was noticed just after inserting into the guide catheter.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on an 80% in stent stenosed, severely calcified, mildly tortuous proximal circumflex (cx) to left main (lm) artery. During introduction, a 15mm x 3.50mm wolverine cutting balloon was inserted through a non boston scientific 7f guiding catheter. It was noted that a bit more force was used during insertion, and it was noted that the shaft was bent or fractured. The device was removed to predilate the lesion again. The device was attempted to be inserted a second time, but while trying to insert the wolverine into the guide, the shaft broke 30cm distal to the hub. The device detached while outside the patient. The device was removed in a kinked way. It was noted that there were no issues with the blades on the device as the device was not inflated. The procedure was completed with another of the same device.